Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported right side "moderate pain." Additionally healthcare professional reported right side "concern with the device." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, wear abrasion and weight to the specification. Cloudy gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported right side "moderate pain." Additionally healthcare professional reported right side "concern with the device." Device has been explanted.